Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred frequently between (B)(6) 2026. On (B)(6) 2026 the patient was feeling unwell. Shaky, dizzy, and nauseous. The patient was at a pharmacy at that time and would have gone to the hospital, but no further information could be provided by the reporter. It was not known if the patient had a hypo or hyperglycemic event, what treatment they received and how much time they spent at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient´s current condition was unknown. No other details were documented and attempts to reach the patient for more information were unsuccessful. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that a signal loss occurred frequently (B)(6) 2026. On (B)(6) 2026 the patient was feeling unwell. Shaky, dizzy, and nauseous. The patient was at a pharmacy at that time and would have gone to the hospital, but no further information could be provided by the reporter. It was not known if the patient had a hypo or hyperglycemic event, what treatment they received and how much time they spent at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient´s current condition was unknown. No other details were documented and attempts to reach the patient for more information were unsuccessful. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional event or patient information is available.